Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. (B)(4).

Event description:
The customer reported that the buttons were not functioning since the night before and sometimes it is not allowing him to bring up the bolus. The caller was having issues with the keypad and the buttons. The blood glucose reading was 160mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.